Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was in the proximal to mid area of the extremely tortuous left anterior descending (lad) artery. During the procedure, the 2.5x20mm taxus express2 drug eluting stent (des) became caught on the previously implanted stent in the left main artery. It was noted outside the patient that the distal side of the stent appeared to be "lifted up". The procedure was completed with a 2.5x16mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore; a failure analysis is not available,and we are not able to determine the root cause of this event.